Event description:
It was reported that the user experienced difficulty attaching the ilet connect during a supply change and was unable to turn the connector into the cartridge chamber; the process was started without initiating the cartridge change sequence to rewind the piston, and the user had been reusing a fiasp cartridge, after which a new ilet connect was used and insulin delivery was resumed. Symptoms included hyperglycemia, with blood glucose reported at 194 mg/dl and the ilet beginning to correct. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem identified, related to improper or incorrect procedure involving the plunger mechanism when the piston was not rewound and a reused cartridge was inserted. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.